Manufacturer narrative:
(B)(4): the customer reported "random failures" regarding alarms at the client. No pt harm was reported. The eval of the monitor on-site showed no malfunction at the client. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported "random failures" regarding alarms at the client. No pt harm was reported.